Event description:
The customer reported a blood leak from the photoactivation plate that occurred during a treatment procedure. Name and function of complainant: same as reporter issue started on: (B)(6) 2013. Issue noticed: at start of 6th cycle. Treatment restarted: no. Customer called to report blood leak at photoactivation plate. Customer stated that at the start of the 6th cycle, blood pump alarms occurred, so she did several saline boli to clear the alarm, it was during one of the boli that she noticed blood/fluids leaking in the photoactivation chamber. Customer stated stopped the procedure and has clamped off the patient line. Customer would like to know how to abort the procedure. Cts walked customer through aborting the treatment procedure. Kit type: xt125 kit lot number: a766. The kit will be returned for an investigation. Cts asked customer to return the kit for investigation. Customer agreed to do so. Customer requested service to check the instrument.

Manufacturer narrative:
Review of lot file a766 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one photo leak complaint was reported to date for this lot. Cellex kit is expected to be returned but has not yet been received for investigation. Service order: (B)(4), completed: (B)(4) 2013. Fe checked and wiped down photo chamber. Fe performed a system checkout procedure and all tests passed. Repairs have returned this instrument to expected operation. (B)(4).